Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 340 mg/dl with large ketones and shortness of breath. The reporter noted the patient self-treated with insulin via injection, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; and the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the total daily dose basal history did not match the programmed basal rates for a known and expected reason: manual suspension of the pump and a loss of prime alarm. During troubleshooting, a diabetes management issue was attributed to the reported health event; the patient was referred to a healthcare provider for diabetes management. A healthcare provider alleged an inaccurate delivery issue of unknown cause. This complaint is being reported because the reported health event was attributed an alleged unknown inaccurate delivery issue.

Manufacturer narrative:
The complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box data revealed no abnormal pump behavior or evidence of related issues. The total daily dose history was appropriate per the user programmed delivery settings. Multiple manual delivery suspension and resume were observed. The pump successfully completed a prime sequence, bolus deliveries and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).